Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon tapped to 7mm diameter and placed an 8mm concomitant device viper cortical fix screw in the l5 body. During screw insertion, the tip of a viper universal polyaxial driver (279734000, lot mi26244) broke off in the head of the screw. The surgeon had difficulty removing the screw so he burred out the broken tip of the driver and then broke the tip of a viper t20 hexlobe driver shaft (286725020, lot ag2098233). The surgeon then used a metal cutting bur and cut off the screw¿s tulip head. He continued to try to use a vice grip for removal without success and broke the tip of a second viper universal polyaxial driver (279734000, lot mi33398) while trying to remove the screw. The surgeon burred down around the screw and burred some cortical threads off and finally used a vice grip to rotate out the screw. This added an additional hour to the case. The construct was completed and the l5 pedicle was left empty. The difficulties resulted in a 60 minute delay to the procedure. The following mfg. Medwatch reports are being filed for the two viper universal polyaxial srivers and the one viper t20 hexlobe driver shaft with broken tips: 1526439-2014-11892, 1526439-2014-11893, 1526439-2014-11894.

Manufacturer narrative:
The viper universal polyaxial driver was returned for evaluation. Visual inspection revealed that the fracture occurred at the driver¿s distal tip. Fracture analysis found evidence of a static torsional overloading. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis for the viper poly driver was conducted on the specific code from the complaint as there is no device family for this instrument. This analysis found no systemic trends that require further action. The root cause cannot be positively determined however fracture analysis found evidence of a torsional overload. Additionally it was reported that a 8.0mm cortical fix screw was being placed in a 7.0mm tapped hole when the tip broke. No corrective action/preventive action (CAPA) is necessary at this time as no issues were identified in the manufacturing and release of these products that could have contributed to the problem reported by the customer. No systemic trends have been observed in this complaint file. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.